Event description:
In 2007 during a 3 level acdf, when the surgeon was implanting a screw to secure an acufix plate, the secure ring locking mechanism of the plate detached. The surgeon attempted to reimplant the secure ring with the screw and the secure ring fell off the end of the screw. The surgeon removed the swivel and implanted the screw without a locking mechanism. There was no reported injury to the pt.

Manufacturer narrative:
Plate implanted, swivel explanted. Device investigation is pending. MFR date is unk, plate lot# was not provided.